Manufacturer narrative:
Analysis of programming history (if applicable).

Event description:
During a review of a patient's programming history available in the manufacturer's programming history database, it was found that the patient presented settings different than what was intended during an office visit on (B)(6) 2006. The settings appear to be indicative a faulted systems diagnostic test. While no faulted system diagnostic test was recorded, it is most likely that the test did not complete resulting in a change in the patient's settings. No final interrogation was performed at the visit prior to the setting change to ensure the settings were correct prior to the patient leaving the office. There were no reports of any patient adverse events as a result. The patient's settings were corrected on (B)(6) 2006. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended.